Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing surgical stapling during a laparoscopic procedure, the stapler and the reload did not perform stapling from the third shot. The load that was on the third trip has stopped and cannot be used and both products could no longer be used. The stapler did not fire, the surgeon was able to press the green button and the handle couldn't be squeezed. They opened another stapler and another load to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.